Manufacturer narrative:
(B)(4). The device was evaluated by baxter and the reported symptom was confirmed. The upstream ultrasonic sensor was tested and found to be out of specification. This condition caused the pump to be more sensitive to air and upstream occlusion alarms causing the reported symptom. The ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum pump was alarming for upstream occlusion when no occlusion was present. It was also reported that the customer tried to test the pump, but was unable to due to the constant upstream occlusion alarms. There was no pt injury.